Manufacturer narrative:
Based on the provided information and investigation performed no malfunction of the mr device was observed that contributed to the injury. The patients' left middle finger was pinched between the tabletop and the covers of the mr system during horizontal movement into the bore, resulting into a fracture. During such table movements the operator should always ensure that the patients' hands, cable and extremities are positioned in such a way that they can not be caught. In this case no arm supports were used to position the patient.

Event description:
Philips received a report from a customer stating that a patient's finger got pinched between the tabletop and bore cover when the patient was moved into the bore. This resulted in a fracture of the left middle finger of the patient.